Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013, at 5pm, the patient alleged the issue first occurred. The patient reported using insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 4 hours later she developed symptoms of "throwing up, headache and ketones." The patient reported on (B)(6) 2013, at 10pm, she had less to eat or drink than usual. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the patient pressed the power button, the meter did not turn on. The cca determined the meter battery did not need to be replaced. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.